Manufacturer narrative:
Device evaluation summary: the pump investigation included flushing the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification. Based on the investigation, the reported event could not be confirmed. (B)(4).

Event description:
At the subsequent appointment on (B)(6) 2016, the pump was explanted as the patient stated that they were not receiving adequate pain relief. It was noted that when the catheter was cut, cerebrospinal fluid (csf) backflow was observed. The pump was returned for evaluation. It was later reported on 4/8/2016 that there were no additional issues with the patient or pump therapy.

Manufacturer narrative:
(B)(4).

Event description:
A reservoir volume higher than expected in the pump was observed. There were no patient effects reported. The pump was refilled and will be re-evaluated at the subsequent appointment.